Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a blood glucose excursion while on the pump. The reporter was unable to provide a specific value for the blood glucose excursion but stated that the patient had collapsed and was taken to an emergency room. While at the emergency room, the patient was treated with intravenous glucose. The reporter stated that at the time of the complaint, the pump could not complete the prime steps. During the call, the reporter also alleged that there was an issue with the cannula and noted that there was a problem with the insertion site. There was no additional information about the alleged blood glucose excursion at the time of the call. If additional information about this event is provided, a supplemental report will be filed. This complaint is being reported based on the allegation that a patient experienced a blood glucose excursion with medical intervention while using the pump.

Manufacturer narrative:
Device animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: review of the black box data revealed records of call service 64-0001 alarms due to occlusion during the prime step on (B)(4) 2018 as reported on medwatch report # 2531779-2018-15498. Deliveries were not resumed. On investigation, the insulin pump passed all required testing including delivery accuracy. According to the total daily dose history, the pump was consistently delivering the programmed basal rate until (B)(4) 2018. Investigation did not confirm nor duplicate the alleged history/settings issue complaint.